Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The device was received and evaluated. The relevant dimensions of the screw and the plate were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding, manufacturing process, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1 (1.4441). No product fault could be detected. Investigation has shown that the positioning groove of the screw has been widened up due to inadequate handling. The groove is expanded and damaged and therefore the plate does not pass the slotted end of the dhs/dcs screw. The plate itself was tested with other screws and is still fully functional. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states but is similar to a device marketed in the united states. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the dhs lag screw would not fit through the designated hole in the dhs plate. Another plate and screw were used. This is 2 of 2 reports for the same event, complaint # (B)(4).